Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient was hospitalized and diagnosed with diabetic ketoacidosis on (B)(6) 2026. Reported blood glucose (bg) level at the time of event was 515 mg/dl. The mother further noted that the elevated bg levels were caused by the pod detaching from the infusion site after approximately 4-24 hours of wear. There were no additional details provided regarding the medical event, including length of hospitalization, treatment received, or discharge date.